Event description:
The customer reported the bedside monitor (bsm) is not functioning as expected. The pump would continuously pump and show no signs of deflating. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: ER nurse (B)(6) reported on (B)(6) 2019 that their bsm-1753a (sn: (B)(6) was having issues with noisy ECG's. The customer cleaned the leads and replaced them on the patient, but the customer then started seeing issues with blood pressure. When taking blood pressure the pump would continuously pump and show no signs of deflating. (B)(6) called in to request that this unit be sent in for repair. Service requested: repair/loaner. Service performed: repair/loaner. The unit was cleaned and evaluated. The reported problem of "bp issues on bsm-1753a sn: (B)(6)" could not be duplicated through testing, troubleshooting and extended operation of the device. The unit was tested per the operator's/service manual. Unit completed 24 hours of extended testing and operates to manufacturer's specification. Investigation result(s): the root cause of the issue was unable to be identified due to being unable to duplicate the reported issue. Per the repair center's evaluation, the unit was not having any issues during testing and was performing as intended. Possible causes of the issue include environmental factors, user error, damage to components through mishandling, and etc. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects (see attached). There is no suspected adverse trend and there is no indication of design deficiency. Investigation by qa has been completed as the device was performing as intended by manufacturer. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. D10. Device available for evaluation? F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported the bedside monitor (bsm) is not functioning as expected. The pump would continuously to pump and show no signs of deflating. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the bedside monitor (bsm) is not functioning as expected. The pump would continuously pump and show no signs of deflating. No consequence or impact to the patient.